Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the control body has water stains and corrosion, the light guide plug has water stains and corrosion, the electrical section has water stains and corrosion, and the bending rubber has water stains and corrosion. Based on the results of the investigation, the root cause of the reported malfunctions suggests probable causes such as damage of parts due to some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the control body has water stains and corrosion, the light guide plug has water stains and corrosion, the electrical section has water stains and corrosion, and the bending rubber has water stains and corrosion. There were not reports of patient involvement.